Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at time of incident. The customer's mother stated that the customer had insulin flow blocked alarm and was resolved by infusion set change. The device will not be returned for analysis.